Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, pelvic pain female, menses irregular, headache, insomnia, weight gain, dysmenorrhea, dyspareunia, menometrorrhagia and tonsillectomy. Family history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain getting unbearable"), nipple pain ("bump on nipple and hurt") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, pelvic pain, nipple pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, nipple pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received: case category becomes serious incident. Event: menorrhagia, removal date, action taken with drug, medical history, patients aka name, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.